Event description:
It was reported that (5) devices were used during a gastroesophagectomy. It was reported by the rep that during the procedure, the mcl20s were severing vessels and not supplying adequate hemostasis. A total of (5) mcl20 clips were opened before the surgeon completed the case with a competitors instrument. The surgeon reported that the clips were not forming correctly, severing vessels, and not providing hemostasis. There was an (estimated) extended or time of (30) minutes.